Event description:
It is reported by doctor who is the manager of the (B)(6), and by the manager of the technical department that it was observed during a surgery procedure that the spikes of the lag screwdriver are turned 45 grade. A revision surgery has been done to make sure that the set screw did not and would not move into the pelvis.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported damage / malfunction of the subject lag screwdriver is always detectable during inspection before use. Device will not be returned.